Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into the server, logged into the patient encounter system and identified that all stations were no longer on critical override and messages were crossing without any failure and no investigation was required. Customer confirmed that the issue was fixed by itself. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations on critical override. Customer stated that server and logistics systems were inaccessible from pharmacy computers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.